Event description:
It was reported that this implantable cardioverter defibrillator (ICD) issued an alert in the remote monitoring system for a low, out-of-range shock impedance measurement of 0 ohms. Engineering reviewed the available data and confirmed there were no resets or abnormal faults, and the device appears to be functioning properly. Technical services discussed there were no other shock impedance measurements at or near this level. It was possible that the value was caused by electromagnetic interference (emi) or noise during the measurement. It was recommended to continue following the patient in the remote monitoring system. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) issued an alert in the remote monitoring system for a low, out-of-range shock impedance measurement of 0 ohms. Engineering reviewed the available data and confirmed there were no resets or abnormal faults, and the device appears to be functioning properly. Technical services discussed there were no other shock impedance measurements at or near this level. It was possible that the value was caused by electromagnetic interference (emi) or noise during the measurement. It was recommended to continue following the patient in the remote monitoring system. No adverse patient effects were reported.

Manufacturer narrative:
This device remains implanted and in service, therefore technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.